Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd precision glide¿ hypodermic needle was labeled incorrectly. This was observed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation results: batch history analysis was performed, quality notifications and maintenance records verified, and no deviation was found for this batch. The photo provided by the customer was analyzed and it was possible to confirm the product breach defect (gauges) based on the production plan and description information. The actual sample was not returned for evaluation. Confirmed: bd was able to confirm/ reproduce the incident in question. The probable causes for the defect are related due to the lack of supply of the line. Line cleaning may have occurred during the production changes of the materials, with some residual of the previous component remaining. A corrective action is underway to reduce the risks of contamination in production as well as to the final consumer. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Correction: initial MDR report stated "date received by manufacturer" was 01/05/2017 instead of 01/05/2018.